Event description:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not advance into the sheath. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. The resistance was noted when initially advancing the dilator into the sheath. No physical damage was observed on sheath or dilator. No occlusion was noted when flushing the sheath. It seems that the sheath was partially blocked. The dilator was not able to be advanced into the sheath. The dilator was not stuck in the sheath. The hemostatic valve was eventually dislodged into the hub of the sheath after multiple attempts of inserting the dilator. The white hemostatic gasket was dislodged from the orange and transparent hub. The rest of the hub remained intact. The gasket remained intact and did not break into two or more separate pieces as far as the bwi representative could tell. The hub did not become detached from the sheath. The sheath was never used on the patient. The complaint was observed during the prep of the sheath prior to insertion.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 7-jul-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrioventricular re-entry tachycardia (avrt) and a wolff-parkinson-white (wpw) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported that the dilator of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not advance into the sheath. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. The resistance was noted when initially advancing the dilator into the sheath. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).